Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a procedure to place a biliary stent. According to the complainant, during the procedure the guidewire was being placed after cannulation. As the device was being removed, it was noticed that the distal tip of the guidewire had detached in the bile duct. The detached fragment remains in the bile duct and the procedure was not completed due to this event. There were no serious injuries to the patient as a result of this event. The patient is currently under follow up care to ensure the detached fragment is passed naturally.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during a procedure to place a biliary stent. According to the complainant, during the procedure the guidewire was being placed after cannulation. As the device was being removed, it was noticed that the distal tip of the guidewire had detached in the bile duct. The detached fragment remains in the bile duct and the procedure was not completed due to this event. There were no serious injuries to the patient as a result of this event. The patient is currently under follow up care to ensure the detached fragment is passed naturally.

Manufacturer narrative:
A visual examination of the returned device found the pebax detached, exposing the core wire tip. The pebax was not returned with the device. Remnants of adhesive were found along the core wire. Additionally, the distal tip was kinked and the body of the device was bent near the distal end. There was no evidence of a core wire fracture. The ptfe jacket did not present any anomalies. The reported event of guidewire tip detached was confirmed through analysis of the returned device. The evaluation revealed that the pebax section of the device was detached and not returned, exposing the core wire. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.